Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Intermittent noise and non-physiologic deflections on the far-field channel in rv lead monitoring recordings transmitted to home monitoring. Full lead evaluation was recommended. Lead remains implanted. No adverse patient events reported.